Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The customer reported that the monitor had a defect, and it did not turn on. No further information regarding the issue has been provided. No service has been performed by philips since the system was out of philips service contract. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code grid was corrected.

Event description:
It has been reported to philips that the monitor of the allura device was defective and it did not turn on. No harm has been reported to philips. Philips has started an investigation of this complaint.